Event description:
A report was received that the patient was having difficulty charging the ipg. It was noted that it was difficult to align the charger to the ipg and that it would only couple for a short amount of time. The patient underwent a revision procedure wherein the ipg was repositioned. The patient was doing well postoperatively.